Event description:
It was reported that the user experienced an urgent low glucose event indicated as ¿low¿ on the sensor and followed the 15-minute rule with repeated oral carbohydrate treatment, while a review of system data showed no insulin delivered for approximately one hour before the event and no confirmatory fingerstick was obtained. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and ongoing home monitoring without medical intervention. Investigation included review of available device-generated data and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia given the absence of insulin delivery preceding the event and lack of a confirmatory blood glucose measurement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.